Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, a further cause could not be established. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: due to wear of lock engagement lever the upward/downward angulation control knob cannot be locked securely, switch 1 was deformed, due to a deformation of the suction connector the water tightness was lost, there was a gap between acoustic lens and ultrasound probe, and due to wear of the angle wire the bending angle in the right direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a water supply connection that was defective. There were no reports of patient harm. During testing and inspection of the returned device, there was a gap of adhesive on the distal end or a stain entered inside the lens through the gap; also, there was a gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.